Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer replaced the latch on the door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe had a door failure. The customer stated that one of the cabinet doors keeps failing sometimes, resulting in us having to restart the safe to move on. There were no adverse events or injuries reported based on this event.